Event description:
Operating room was finishing a case while medtronic rep had called to speak with surgeon. Medtronic rep stated patient's interstim battery was not connecting to device. Rn then rebooked the case as interstim battery exchange. The surgeon explanted the neurostimulator implantable thk 3in 10-14hz 0-4v sacral nerve 2inx1.7in 14ml 22gm interstim ii 4 electrode lead generator- sn: [redacted number]. Model# 97800 exp: [redacted date]. Surgeon then replaced with new insterim ii electrode lead generator- sn: [redacted number], exp: [redacted date]. Medtronic rep had success with interrogating new battery. Old battery was sent to pathology.